Manufacturer narrative:
The investigation of automated impella controller (aic) - kbd/rotary knob issues has been completed. The console logs from the reported day of event are consistent with complaint and show that after boot-up, only soft-key presses were recorded, but none of the on-screen menu items were confirmed via rotary push button ¿click¿. Console was unable to be manually shut down, and eventually turned itself off after 45 minutes of no used interaction. Console was tested and the issue was reproduced - the ¿click¿ (push) of the rpb was not recorded by the device, although the rotation was. Further testing of the rpb encoder, impellatronic board (passing rpb signals to 4-in-1 carrier), and pbm (providing power to rpb) revealed failure of impellatronic board, and temporarily replacing the impellatronic assembly resolved the issue.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the silver button on the automated impella controller was nonresponsive when clicking it. There was no patient involvement.